Event description:
Customer reported that after running for a time, the system locked up and will not reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.